Manufacturer narrative:
Engineering eval of the returned tibial tray noted scratching consistent with device removal. The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
Revision of total knee arthroplasty approx 2 years post operatively due to loosening.